Manufacturer narrative:
(B)(4).

Event description:
"Balloon did not inflate properly. The contrast leaked out. Leak in balloon. When balloon was removed, a wire was sticking out of the balloon."patient status - "fine."

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.